Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000144, serial/lot #: none, ubd: unknown, UDI#: unknown, product ID: bi71000531, serial/lot #: n/a, ubd: unknown, UDI#: unknown. The returned fan was analyzed. Upon visual inspection, it was confirmed that fan blades were physically broken on one of the fans. The dual fan assembly was damaged. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system found during planned maintenance. It was reported that the dual gantry fan and upper door cap cover were found to be damaged. There was no patient present. Additional information was received. It was reported that the cause of the damaged cover was that the site hit a wall. The cause of the damaged dual gantry fans was that the site pressed into the gantry skins with the table. While performing a 3d spin, the louvre cover with the fans smacked the table. It was reported that the customer hit the top of a door when bringing system into a room causing damage to the covers. While performing a spin, the inner gantry cover was pressed into the bed. During the rotation, the lover cover hit the bed and broke the fan blades. Additional information was received. It was reported that the louvre cover was bent.

Event description:
Additional information was received stating that the manufacturer representative noted that the louvre cover did not need replacement, they were was able to bend it back into place.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
D11/h2: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000452 ; lot #: none h2/h3/h10: additional information was received regarding the analysis on the system. It was noted that the louvre cover did not need replacement and was able to bend it back into place. Previously submitted codes 10, 180 and 4307 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.